Event description:
It was reported that the patient's blood glucose level reached 21.8 mmol/l (392.4 mg/dl). The pod was worn between 4 and 24 hours on the hip/buttocks. Hyperglycemia treated with correctional bolus and a new pod.

Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was found to be damaged. The download data did not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. Although the cannula was damaged, the timing and cause of the damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.